Event description:
It was reported that during a ptca treatment procedure involving a calcified and 90% stenotic lesion in the proximal portion of the lad artery, the nc viva balloon ruptured during an inflation to 4 atm's. The pt was asymptomatic during this event. The nc viva balloon was discarded by the facility. No pt injuries or procedural complications were reported. Pt status is reported as "good". No additional info is avail.